Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter, and back-light/contrast button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, the pump was powered on and a call service 056 alarm was observed. The pump cover was opened and moisture was found on the printed circuit board and keypad flex connector. The original complaint of a keypad response issue could not be investigated due to the call service alarm. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to fit to the returned pump or the test pump. A test cap was able to appropriately fit to the returned pump for testing. (B)(4).